Manufacturer narrative:
G4: 12sep2020. B4: 14sep2020. Further investigation of the complaint led to the finding that the touchscreen was working properly at the time of the navigation ring failure. Nav-ring not working does not affect the functionality of the vent. Unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touch screen), the device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. The original submission MFR report no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported that the navigation ring was unresponsive when trying to set the settings. The ventilator was not in use on a patient at the time the event occurred.